Event description:
Reportedly, the body of the cannula came away from the wire reinforcement in a 2 inch section and the cannula collapsed. Surgeon switched out cannula during case to a new one with no problems.

Manufacturer narrative:
Device not returned.